Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.

Event description:
Customer reported ballooning of the silicone segment. No pt harm or medical intervention was reported. No further pt/event info was provided.